Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011593, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011593 was manufactured according to the work instruction (wi) version 100 and packaged in the machine multivac 14 on 06-feb-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5a04034 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 29-jan-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5a04041 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 01-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5a03999 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 28-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5a04001 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 29-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5a04004 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 03-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5a04007 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 01-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5a04008 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 01-feb-2025, with a total of (B)(4) units. Review of the DHR showed that an non-conformances (B)(4) were created. These nc's are not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: no nc related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.